Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number mlp-031789, and the reported arrhythmia could not be conclusively established through this evaluation. Additionally, analysis of the submitted log files confirmed low flow alarms, however, a specific cause for the low flows could not conclusively be determined through this evaluation. The controller event log file contained data from (B)(6) 2022 . Transient low flow hazard alarms were captured on (B)(6) 2022 . Pulsatility index (pi) values also appeared to be slightly elevated during the observed low flow events, indicating more ventricular filling. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on hm3 lvas, serial number (B)(4) and no further events have been reported at this time. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Additionally, this section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 of the IFU also addresses all pump parameters. This section explains how pulsatility index (pi) calculation represents cardiac pulsatility. The magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provide information on all system alarm conditions as well as the appropriate actions associated with each condition. The relevant sections of the device history records for mlp-031789 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2022. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's device experienced low flows 19nov2022 to 20nov2022 with no symptoms. They resolved with hydration. On (B)(6) 2022 , the patient had automatic implantable cardioverter-defibrillator (aicd) discharges for supraventricular tachycardia and the arrhythmia resolved. The patient was put on amiodarone infusion and was put on a plan to continue 200 mg twice a day with out-patient follow-up titration.